Event description:
It was reported before use the bd vacutainer® serum / cat blood collection tubes had foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: the customer stated "red foreign matter was found inside the tube."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but a photo was provided by the customer for investigation. The customer photo of the complaint sample shows a serum tube containing a small piece of what appears to be a piece of red hemogard shield in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® serum / cat blood collection tubes had foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter: the customer stated "red foreign matter was found inside the tube."